Event description:
Additional information received per the medical records indicate that the patient has a history of extensive lower left extremity deep vein thrombosis, rheumatoid arthritis and hypercoagulable syndrome. She has had marked edema and pain in spite of anticoagulation therapy. The filter was deployed via the patient's right femoral vein using ultrasound interpretation. A venogram showed a total thrombosis of the left common iliac vein at the level of the inferior vena cava, but it did not extend into the inferior vena cava. The filter was placed below the renal veins in a nice position in the mid-inferior vena cava area. After its placement, a thrombolytic infusion catheter was placed. A total of 10 mg of tissue plasminogen activator (tpa) in the solution for thrombolytic was infused into the catheters. Individual continuous t-pa infusions were connected. The patient was in stable condition after the procedures. The results of computed tomography (CT) scans done approximately ten years and ten months after the index procedure indicate that the filter was at the level of the renal veins. Some of the filter legs protrude through the inferior vena cava (ivc) wall into the retroperitoneal fat without hematoma or hemorrhage.   Additional information received per the patient profile form (ppf) states that the patient experienced inferior vena cava (ivc) perforation. The patient also experienced fear and anxiety related to the filter. The patient became aware of the reported events approximately ten years and ten months after the index procedure.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of perforation of the ivc approximately ten years and ten months post implant. The patient also reports anxiety related to the filter. According to the medical record the medical records the indication for the filter implant was extensive left lower extremity deep vein thrombosis and marked edema and pain in spite of anticoagulation therapy in a patient with systemic lupus erythematosus, rheumatoid arthritis and hypercoagulable syndrome. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. During the procedure, venogram showed what appeared to be total thrombosis of the left common iliac vein right at the level of the of the ivc but did not appear to extend into the ivc. Access was then made at the left common iliac vein and a thrombolytic infusion catheter was placed from the level of the proximal common femoral vein up close to the ivc. An infusion catheter was also placed via the anterior tibial region and a tissue plasminogen activase infusion was initiated. Approximately ten years and ten months post implant a computed tomography (CT) scan was performed to evaluate the filter. The imaging noted that the filter is located appropriated at the level of the renal veins and some of the filter legs protrude through the inferior vena cava (ivc) wall into the retroperitoneal fat without hematoma or hemorrhage. There is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter perforation of the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.